Event description:
A surgeon reports performing a lens exchange three weeks following intraocular lens implant surgery due to the pt's complaint of being unhappy with their version. Lens was replaced with a different model. Additional info has been requested.